Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the staff attempted to place the foley catheter three times with three different trays unsuccessfully. It was possible that the bulb ruptured or that there was an air leak in between the components. It was stated that the customer was unable to identify whether the problem occurred with material number (B)(4) and no patient harm was reported. Also stated that the customer made 2 previous attempts to report this case to bd first on (B)(6) 2022 and again on (B)(6) 2022.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/mechanical failure/operator error/thin rubberize layer). A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the staff attempted to place the foley catheter three times with three different trays unsuccessfully. It was possible that the bulb ruptured or that there was an air leak in between the components. It was stated that the customer was unable to identify whether the problem occurred with material number a947316 or a899916 and no patient harm was reported. Also stated that the customer made 2 previous attempts to report this case to bd first on 12oct2022 and again on 27oct2022. Per follow up via phone on 10nov2022, no medical intervention was needed for the patients involved.